Event description:
During a therapeutic abscess drainage procedure, an accustick was inserted into the abdominal area. Upon removal of the sheath, it was noticed under imaging that the radiopaque marker remained in the pt. There was an attempt to retrieve the marker, but it was left in the abscess. The marker will not be removed unless it causes difficulty for the pt.